Manufacturer narrative:
One medfusion pump was received with the top case cracked in the front and down from the tubing guides. The event history log was reviewed and there was nothing pertaining to the reported issue. Flow and occlusion tests, force calibration checks and inspection for the damaged top case were conducted. The force sensor issue was unable to be duplicated. The case damage was due to physical damage which was user induce. The force calibration was in factory specifications, but the force sensor was replaced as a preventative measure. The damaged top case was also replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump's force sensor was not working properly and the case was cracked. There was no patient involvement.